Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient had a pump exchanged due to multiple low flow alarms, and several ventricular assist device(vad) disconnects. It was stated that patient had nausea and hematuria. International normalised ratio (inr) was reported to be 1.4. Watts were normal or below. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the ventricular assist device (vad) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via log file analysis which revealed 21 low flow alarms logged since (B)(6) 2018 and 7 vad disconnect alarms logged on controller since (B)(6) 2018. In addition, a decrease in estimated flow was observed starting on (B)(6) 2018 at approximately 17:24:18 to parameters below normal operating range. Parameters returned to normal operating range on (B)(6) 2018. Failure analysis of the returned pump revealed that the device passed visual examination, dimensional verification and functional testing. Pathological examination did not reveal presence of thrombus. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, the most likely root cause of the low flows may be attributed to multiple factors including but not limited to kink in outflow graft, poor vad filling, thrombus at inflow cannula. The most likely root cause of the vad disconnect alarms can be attributed to physical disconnection of the driveline from the controller. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.